Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary testing revealed anomalous output conditions. The no output condition were the result of lifted hybrid bond wires.

Event description:
It was reported that the device was at eri (elective replacement indicator). The device had been checked in (B)(6) 2010 and was ok at that time. The monitoring in the hospital ER documented either no ventricular output or inhibited pacing due to oversensing. The device was explanted and replaced. No patient complications were reported as a result of this event.